Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 544 mg/dl at the time of incident and current blood glucose was 270 mg/dl. Customer¿s different blood glucose was 300 mg/dl and 94 mg/dl. Customer treated with syringe. Customer stated that the insulin pump was placed in auto mode. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Monitored with the device communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No unexpected auto mode anomalies noted during testing. The correct test blood glucose value was sent from glucose meter and received by device under test; device communicated properly with blood glucose meter. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).